Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the implicated 20g insyte autoguard bc IV catheter. Your report of plastic at the catheter tip was confirmed from the photographs that were provided for investigation; however, the root cause could not be determined from the photos. The catheter tip appeared to be either damaged or have unintended material at the tip. The extent of the damage and the root cause of the reported issue could not be discerned from the photographs. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause for your reported event. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 382534; batch#: 4102969. It was reported by customer that there are microplastic particulates on the tip. Had a spare that had no contamination.